Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity decreased by 2.5 years over a span of four months. A request was made to have data from this device analyzed. The device was demonstrating a pattern of accelerated battery depletion. Data analysis confirmed that power consumption had increased in a consistent and gradual manner over the past year. Device replacement or reevaluation was recommended. To date, this pacemaker remains in service. No adverse patient effects were reported.